Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 324-393 mg/dl. Customer alleged an unspecified pump issue as cause of bg. Multiple correction boluses were delivered to address bg; however, bg remained elevated resulting in a hospitalization. A cartridge and infusion set cannula change were performed and the customer's bg started to lower. Reportedly, the customer reverted to alternate insulin therapy for diabetes management. No additional information was provided regarding this event.